Manufacturer narrative:
Site dr. (B)(6). Declined to provide patient information. Return requested. Replacement open spine clamp shipped to site (B)(6)2017. No parts have been received by manufacturer for analysis. On (B)(6) 2017 a medtronic representative, following-up at the site, confirmed the surgeon used a second open spine clamp to continue the procedure to completion.

Event description:
A medtronic representative reported that, while in a spine procedure, the screw on the open spine clamp would not tighten properly. No further details regarding this issue, or specifically when it occurred, were provided. A second open spine clamp was brought in to be used to continue the procedure to completion with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the hex head was rounded on the screw. This would result in the driver skipping when tightening. The retainer ring of the clamp was deformed as well, which can lead to play with the clamp. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.